Manufacturer narrative:
The field service engineer (fse) cleaned the sipper tip, the sample probe, and the entire ise circuit. The fse also found air entering through the particle filter at the end of the internal standard (is) syringe. The information available suggests that the event was caused by a partially clogged vacuum nozzle caused by sample quality issues. The investigation determined the event was due to a preanalytical handling issue.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for na electrode (na) on a cobas pro ise analytical unit. The initial result was 145.9 mmol/l. The repeat result was 139.9 mmol/l.

Manufacturer narrative:
The na electrode lot number was alu38 with an expiration date of 23-jul-2025.